Event description:
It was reported that during the implant attempt that the rv lead was placed and torqued into the header, then the atrial lead was placed in the header. Once the atrial lead was in the header, ventricular output ceased to either pace or capture. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found.